Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the a lesion in the mid right coronary artery (rca) with moderate calcification and mild tortuosity. The 3.0x48 mm xience xpedition stent was implanted and a distal edge dissection was noted. A 3.0x15 mm xience xpedition stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.